Event description:
An error message issue was reported with the freestyle libre sensor. A customer observed a "replace sensor" message and was therefore unable obtain scan readings. The customer experienced a loss of consciousness. Paramedics were called, a blood glucose of 40 mg/dl was obtained, and customer received unspecified treatment from paramedics. No further details were provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Sensor kit expiration date is 30 jun 2020. The medical event associated with this complaint case occurred on 13 jul 21 which confirms the usage of the device beyond the useful life of the device. Additional investigation activities are not required as the device met specification when it was released and throughout its lifespan. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The customer¿s product has been requested for investigation. A follow-up report will be filed once additional information is obtained. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. The exact date of event is unknown. The date entered is per the customer's report of " (B)(6) ". All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message issue was reported with the freestyle libre sensor. A customer observed a "replace sensor" message and was therefore unable obtain scan readings. The customer experienced a loss of consciousness. Paramedics were called, a blood glucose of 40 mg/dl was obtained, and customer received unspecified treatment from paramedics. No further details were provided. There was no report of death or permanent injury associated with this event.